Event description:
The study indicates a myocardial infarction in 2007.

Manufacturer narrative:
The pt was found to have three-vessel disease and had three-lesions treated during the index procedure. No staged procedure was planned. The pt's left ventricular ejection fraction (lvef) was not provided. Lesion #1: the target lesion was the proximal lad. The lesion was reported to be: de novo, 2.5mm vessel diameter, 33mm length, a 99% stenosis, irregular, eccentric, and type c. The lesion was pre-dilated with a 2.5x20mm balloon at 10 atm. A cypher select plus 3.0x23mm stent (stent #1) was implanted at 18 atm. The stent was not post-dilated. The residual stenosis was 0%. A satisfactory result was obtained. The timi flows were not provided. Lesion# 2: the target lesion was the mid lad. The lesion was reported to be: de novo, 2.75mm vessel diameter, 33mm length, a 99% stenosis, irregular, eccentric, and type c. The lesion was pre-dilated with a 2.5x20mm balloon at 15atm. A cypher select plus 2.75x33 mm stent (stent #2)was implanted at 18 atm. The stent was not post-dilated. The residual stenosis was 0%. A satisfactory result was obtained. The timi flows were not provided. Lesion #3: the target lesion was the distal lad. The lesion was reported to be: de novo, 3.0mm vessel diameter, 23mm length, a 99% stenosis, irregular, eccentric, and type c. The lesion was pre-dilated with a 2.5x20mm balloon at 15 atm. A cypher select plus 2.50x33mm stent (stent #3) was implanted at 18 atm. The stent was not post-dilated. The residual stenosis was 0%. A satisfactory result was obtained. The timi flows were not provided. The pt was reported to be asymptomatic at the one and six-month follow-ups and was continuing her medical regimen. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt. This is one of three products used during the same procedure. Please reference MFR. Report #9616099-2008-02481 and #9616099-2008-02483.